Event description:
Report of the stent coming off the delivery system during prepping. It was reported that the physician was going to attempt to place a biodivysio 3.0 x 11mm stent in an unspecified coronary vessel. During prepping it was discovered that the stent came off the stent delivery system "very easily". A second biodivysio 3.0 x 11mm stent was prepped and the stent also came off the delivery system "very easily". It was reported taht the facility's standard protocol is to "gently" touch the stent to verify that the stent is securely on the balloon prior to insertion. The physician then decided to use another MFR's stent to treat the lesion. It was reported that the pt was stable throughout the procedure with a "successful" outcome.